Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally the customer reported an altitude occurred while the customer was not outside of the labeled operating altitude range. Customer changed pump supplies to address the issue. Customers blood glucose was 250 mg/dl